Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went out the night before and did not monitor her blood glucose (bg) levels. The patient's bg levels rose to 38 mmol/l (684 mg/dl) while wearing the pod on the arm for between 4 and 24 hours. The patient stated this was due to user error. The patient was admitted to the hospital and insulin was administered intravenously for treatment. The patient was discharged after 2 days.